Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a failure on the software. The computer was replaced and the issue was resolved.. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that there was a ram malfunction on the computer. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the system was exiting out of microcal when the scope was selected. This was reported after the manufacturer representative (rep) was troubleshooting a separate case. It was further reported that the rep restarted the system and attempted to go into cranial when "sr manager" was displayed on the system. The system then booted into the application launch screen. The rep reported being able to enter in the spine software. The system was restarted again and the "sr manager" failure message appeared again when entering into cranial.

Manufacturer narrative:
The event was confirmed to not be an issue with the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a anomaly tracking database. If information is provided in the future, a supplemental report will be issued.